Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator, (B)(6) 2011; 6947 implantable defibrillation lead, (B)(6) 2011; 4196 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold and poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.